Manufacturer narrative:
Without the serial number of the product no device history could be pulled and reviewed, and without the return of the product, no d efinitive conclusion can be made regarding the clinical observation. A review of medtronic's databases was conducted in an attempt to identify whether this event was previously reported and whether the device could be identified; no previous report or device-identifying information was found. Should the device be returned or additional information received, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that a patient with this model annuloplasty ring exhibited dyspnea and was diagnosed with mitral stenosis due to fibrous tissue overgrowth four years post-implant of the ring. The fibrous tissue covered the annuloplasty ring and extended onto both leaflets of the native mitral valve, narrowing its orifice and making the leaflets stiff and immobile. Because the tissue could not be removed without damaging the leaflets, a mechanical mitral heart valve was implanted. No post-operative complications were encountered.

Manufacturer narrative:
No additional information has been received to date. The journal article indicated that pannus contributed to the reported mitral stenosis. Although a conclusive root cause could not be determined, host tissue overgrowth (pannus) is generally considered a patient-related condition. A supplemental report will be filed if additional information is received or if the device is returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.